Manufacturer narrative:
Section a1 - patient identifier: patient 1 sid = (B)(6); patient 2 sid = (B)(6). Section e1 - phone number: complete phone# is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c8000 processing module for two patients. The samples were repeated on another analyzer and the results were lower. The following data was provided: customer¿s reference range: 0.7 to 1.0 mmol/l. Patient 1: sid (B)(6) initial result (B)(6) = 3.21 mmol/l. Repeat results on another analyzer = 0.89 and 0.91 mmol/l. Patient 2: sid (B)(6) initial result (B)(6) = 0.45 mmol/l. Repeat results on the same analyzer (B)(6) = 0.78 and 0.59 mmol/l. Repeat result on another analyzer = 0.45 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The customer cleaned and replaced multiple parts; however, a definitive likely cause part could not be determined. The architect c8000 processing module, serial number (B)(6), was considered the likely cause. An instrument service history review revealed no additional service tickets associated with discrepant or erratic results reported for (B)(6). A review of tracking and trending of the clinical chemistry systems did not identify any trends related to the architect c8000 system or discrepant results as described in this complaint. The device history record was reviewed, and no non-conformances or deviations were identified. A review of labeling was performed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect c8000 processing module, serial number (B)(6), was identified.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c8000 processing module for two patients. The samples were repeated on another analyzer and the results were lower. The following data was provided: customer¿s reference range: 0.7 to 1.0 mmol/l. Patient 1: sid (B)(6), initial result (B)(6) = 3.21 mmol/l. Repeat results on another analyzer = 0.89 and 0.91 mmol/l. Patient 2: sid (B)(6), initial result (B)(6) = 0.45 mmol/l. Repeat results on the same analyzer (B)(6) = 0.78 and 0.59 mmol/l. Repeat result on another analyzer = 0.45 mmol/l. There was no impact to patient management reported.